Event description:
It was reported that the patient was admitted with severe right heart failure and fluid overload. The patient was intubated and given medication. The patient began to decline, and palliative discussions were made with the family. The patient and family decided on the withdrawal of care. The patient subsequently expired shortly after care was withdrawn and an autopsy was not performed. Of note, the patient¿s death was attributed to multi-system organ failure.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of log files could not be performed since log files covering the reported event date were not available. Information provided by the site indicated that the patient was admitted with severe right heart failure and fluid overload. The patient was intubated and given medication. The patient began to decline, and palliative discussions were made with the family. The patient and family decided on the withdrawal of care. The patient subsequently expired shortly after care was withdrawn and an autopsy was not performed. Of note, the patient¿s death was attributed to multi-system organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of right ventricular failure or multi-organ failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of log files could not be performed since log files covering the reported event date were not available. Information provided by the site indicated that the patient was admitted with severe right heart failure and fluid overload. The patient was intubated and given medication. The patient began to decline, and palliative discussions were made with the family. The patient and family decided on the withdrawal of care. The patient subsequently expired shortly after care was withdrawn and an autopsy was not performed. Of note, the patient¿s death was attributed to multi-system organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of right ventricular failure or multi-organ failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was admitted with severe right heart failure and fluid overload. The patient was intubated and given medication. The patient began to decline, and palliative discussions were made with the family. The patient and family decided on the withdrawal of care. The patient subsequently expired shortly after care was withdrawn and an autopsy was not performed. Of note, the patient¿s death was attributed to multi-system organ failure.